Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call that the insulin pump would deplete the batteries in just a few days and had alarmed an off no power alarm. Customer's blood glucose was 102 mg/dl. Customer reported the device did not alarm a low battery alert prior to the off no power alarm. Customer reported this was the second occurrence of off no power without a low battery warning. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. No off no power or low battery alarm could be verified due to the blank display. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.